Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: sheath: cook checkflow ansel, 6 french by 45 cm length. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent shortening. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 5.5x150 supera stent was deployed in the heavily calcified, chronic total occlusion in the popliteal to distal superficial femoral artery, but the stent was stacked or shortened. A second supera stent was deployed proximal to the first stent to fully cover the lesion. No additional information was provided.